Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken display, "pantalla rota". This condition was found in the general pt ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported condition, broken display, was confirmed by service. The cause of the reported condition was determined to be broken display due to mishandling. The main display was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.